Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction insulin by injection, reset pump, and successfully resumed insulin delivery without help from a third party, and customer planned to continue using current pump.